Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products (prolene mesh, ultrapro mesh, securestrap) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products involved? Citation: surgical endoscopy (2018) 32:2222¿2231 / https://doi.org/10.1007/s00464-017-5912-3. (B)(4).

Event description:
Title: seroma following transabdominal preperitoneal patch plasty (tapp): incidence, risk factors, and preventive measures the purpose of this prospective study was to discuss influencing factors for seroma formation in male patients after tapp repair. From sep 01, 2009 to sep 01, 2015, 20,000 male patients with primary unilateral inguinal hernia underwent tapp repair. The patients were divided into three groups: without mesh fixation (n=8799, median age 55.0 ± 15.6 years, mean bmi 25.9 ± 3.3 kg/m2); using tacks for fixation (n=6387, median age 58.8 ± 14.7 years, mean bmi 26.0 ± 3.4 kg/m2); and patients with glue fixation (n=4818, median age 56.4 ± 15.0 years, mean bmi 25.8 ± 3.4 kg/m2). During the procedure, the patients used other meshes, prolene mesh (n=465) or ultrapro mesh (n=5021). For fixation, those who utilized tacks included other tacks, ems stapler (n=1299) or securestrap (n=328). And those who used glue included other glues or evicel (n=1607). Postoperative complications included bleeding (n=?), seroma (n=?), infection (n=?), and wound healing disorders (n=?). In summary, it has been demonstrated that the seroma rate in male patients with tapp repair of primary unilateral inguinal hernia is negatively influenced by mesh fixation with tacks or glue. Non-mesh fixation was associated with the lowest seroma rate.